Manufacturer narrative:
Device received with partial display due to cracked lcd glass. Unable to perform the displacement test and self test due to partial display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer's blood glucose value was unknown. The customer reported that the insulin pump was bumped accidentally. The device will be returned for analysis.